Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient is on her second stimulator and that her previous one was replaced in 2017 because it stopped working. She mentioned that the lead could have broken, but then later states she does not know why it stopped working. No further complications were reported or are anticipated.

Manufacturer narrative:
Updated to reflect new information received from the physician. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunction. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): when asked the current status of the device, the hcp states the device was not replaced, device works fine. When asked the cause of the device stopped working, the hcp stated the patient blamed the device, but that was not the issue and the device was working properly. No further complications were reported or are anticipated.